Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported a multiclix lancet broke off in her finger 5 times within the last 2 weeks. She reported she pulled the lancet out of her finger each time this occurred, and no medical treatment was required. The alleged product was replaced and requested for evaluation.